Event description:
It was reported the patient developed an infection. It was further reported that during the extraction of the lead the helix remained in the lead. The lead was able to be removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the lead was returned in segments, analyzed and the helix was distorted/bent. It was noted that the defibrillation coil was distorted, the distal conductor was stretched, there was blood/body fluid on several conductors (not obstructed), the outer tubing overlay has cosmetic environmental stress cracking, the outer insulation was breach cut, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism and there was apparent explant damage. Visual analysis noted that the lead was received with the helix extended and bent. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.